Manufacturer narrative:
Event date is estimated. High white blood cell count e0311. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was diagnosed with recurrent bacteremia in early jan 2022. The patient experienced symptoms of fever, leukocytosis, and lethargy. They were treated with intravenous (IV) antibiotics.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.